Event description:
A malfunction was reported when the pump was accidentally dropped into the toilet. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if any malfunction recurs. The customer acknowledged and understood these instructions.